Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the issue was resolved over phone. The system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door did not open; if the door was closed, the door open did not go off. It was confirmed that the rotor position was misaligned even when the door was closed. The issue was resolved using the rotor alignment tool. The doors could be opened, so the procedure was completed. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.